Event description:
It was reported while preparing to use a bd preset¿ eclipse¿ syringe, the IV shield was missing so the cannula was uncovered in the unit packaging. No impact was reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: "material #: 364389. Lot/batch #: 3256001. Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing IV shield was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of missing IV shield was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."